Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's device does not seem to be working right. Her tremors are really bad. Patient then reports that her tremors never really went away, since 1998. It was just for the right side. She always had some tremors but now they are getting worse. She then said it is not really bad but she is getting some sensation in her arm, leg and right cheek. Last time she went to her neurologist was a couple of months ago and he told her he could not turn it up any higher. Patient mentioned she had not been back to the healthcare provider for about a year because he said the insurance turned down the botox injections in her neck. Patient also reports the ins does not want to charge up, it takes long time to charge. It takes her a while to get the battery charged up because the ins moves around. It sort of floats around. It is hard to get the recharger over the ins, she has to move the recharge around because the ins moves. Patient is wondering if her breaking her right arm has anything to with her tremor and battery. Patient broke her right arm down her wrist in 2013 but they sort of messed her fingers up when they did physical therapy. Patient broke it the second time on (B)(6) 2017. The tremors became worse after she broke her arm the second time. Patient mentioned she brought it up to the doctor but he must have misunderstood her. He gave her patches to keep it one spot but she cannot leave the recharger in one place when the ins is moving. No further complications were reported or anticipated with this event.